Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced urethral atrophy. Besides that, the device was no longer functioning as expected. A revision surgery was performed, upon examination fluid leakage at an unknown location was found. The device was explanted and replaced. No additional patient complications were reported.